Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing (nsrvo) and inappropriate automated mode switch (ams) episodes due to far-field r-wave oversensing on the device. Technical support review of the session records revealed that there was also an intermittent loss of capture on the rv lead which may have been related to the far-field oversensing and ams episodes. A lead replacement procedure was anticipated, however during the procedure it was noted that the set screw of the device was loose. The rv lead was secured into the device header and the set screw was tightened. The patient was discharged in stable condition with no consequences. Related manufacturer report number: 2938836-2017-33978.